Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The device logs confirm that the pads were connected and seven shocks were successfully delivered with no pad or lead issues during therapy. A brief "pads off" message and defib cable ID changes occurred after the final shock but resolved within seconds, with ECG monitoring continuing. Temporary ECG lead and pacer-related faults were observed later; however, ECG signal visibility was restored and no device malfunction was identified. Testing did not reproduce the reported issue, and the findings are consistent with coupling or connection-related factors. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached pads and was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.